Event description:
A bipap a40 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, two ventilator inoperative error codes were found in the device's error log relating to 'cpu cannot communicate with the flow sensor using i2c bus' and 'cpu cannot communicate with the pressure sensor using spi bus'. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the errors. Additionally, the device was visually inspected, and foam particles were not observed. The accessory port cover and rubber feet are noted to be missing. And a not-reportable 'unable to write event log' error was found in the device's error log as well. No repairs were performed. The device will be scrapped per the customer's request.